Event description:
The customer alleged that she performed a control test and received a result of 35 mg/dl. The normal control range was 104-144 mg/dl. The customer was in a hurry and unable to further troubleshoot her contour system. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.